Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch (n15262) from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Caps were completed for two wraps each with an individual cold cell on run day one. All wraps met the required temperature in process limit. Consumer alleges burn from wrap. Care should be taken to use the device as designed, following all safety and use information provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Burn blister/blisters occurred on the back of about 2 cm in diameter and were wet [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: r44758, also reported as n15262, expiration date: aug2019, from an unspecified date once a day for an unspecified indication. Medical history was not reported. Concomitant medications included ramipril (ramipril), torasemide (torasemid), and phenprocoumon (phenprogamma). The patient had administered thermacare in the past and tolerated it. The patient experienced a burn blister on an unspecified date. The blisters occurred on the back of about 2 cm in diameter. The blisters were wet. No surgical intervention or treatment were necessary. No lasting damage was expected. The action taken in response to the event was unknown. Event outcome was resolved. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch (n15262) from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Caps were completed for two wraps each with an individual cold cell on run day one. All wraps met the required temperature in process limit. Consumer alleges burn from wrap. Care should be taken to use the device as designed, following all safety and use information provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (08jun2017): new information received from the product quality complaint group included investigational results. Follow-up (07jul2017): new information reported from a contactable pharmacist includes: patient data (age), past drug (thermacare), suspect product data (frequency), concomitant medications, and event details (blisters occurred on the back of about 2 cm in diameter and were wet; no surgical intervention or treatment needed; outcome). Company clinical evaluation comment: based on the information provided, the event of "burn blister 9diameter approximately 1.5cm)" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No quality issues were identified upon review of batch device history records. Comment: based on the information provided, the event of "burn blister 9diameter approximately 1.5cm)" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No quality issues were identified upon review of batch device history records

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch (n15262) from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Caps were completed for two wraps each with an individual cold cell on run day one. All wraps met the required temperature in process limit. Consumer alleges burn from wrap. Care should be taken to use the device as designed, following all safety and use information provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Event verbatim [preferred term] burn blister/blisters occurred on the back of about 2 cm in diameter and were wet [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: r44758, also reported as n15262, expiration date: aug2019, from (B)(6) 2017 once a day for stress in neck and back. Medical history included mild hypertension. Concomitant medications included ramipril, torasemide, and phenprocoumon (phenprogamma); the patient received unspecified treatment for mild hypertension. The patient had administered thermacare in the past and tolerated it. The patient experienced a burn blister in (B)(6) 2017. The blisters occurred on the back of about 2 cm in diameter. The blisters were wet. No surgical intervention or treatment were necessary. No lasting damage was expected. The action taken in response to the event was unknown. Event outcome was resolved (without complications) in 2017. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch (n15262) from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Caps were completed for two wraps each with an individual cold cell on run day one. All wraps met the required temperature in process limit. Consumer alleges burn from wrap. Care should be taken to use the device as designed, following all safety and use information provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (08jun2017): new information received from the product quality complaint group included investigational results. Follow-up (07jul2017): new information reported from a contactable pharmacist includes: patient data (age), past drug (thermacare), suspect product data (frequency), concomitant medications, and event details (blisters occurred on the back of about 2 cm in diameter and were wet; no surgical intervention or treatment needed; outcome). Follow-up (24jul2017): new information reported from the contactable pharmacist includes: patient data (updated age), medical history (mild hypertension), suspect product data (start date, indication of stress in neck and back), concomitant medication (unspecified treatment for mild hypertension), and event data (onset date, additional details regarding outcome of event, stop date). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn blister (diameter approximately 1.5cm)" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No quality issues were identified upon review of batch device history records., comment: based on the information provided, the event of "burn blister (diameter approximately 1.5cm)" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No quality issues were identified upon review of batch device history records.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch (n15262) from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Caps were completed for two wraps each with an individual cold cell on run day one. All wraps met the required temperature in process limit. Consumer alleges burn from wrap. Care should be taken to use the device as designed, following all safety and use information provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Event verbatim [preferred term]. Burn blister (diameter approximately 1.5 cm) [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r44758, also reported as n15262, expiration date aug2019, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced a burn blister (diameter approximately 1.5 cm) on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch (n15262) from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Caps were completed for two wraps each with an individual cold cell on run day one. All wraps met the required temperature in process limit. Consumer alleges burn from wrap. Care should be taken to use the device as designed, following all safety and use information provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (08jun2017): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, the event of "burn blister 9diameter approximately 1.5cm)" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No quality issues were identified upon review of batch device history records, comment: based on the information provided, the event of "burn blister 9diameter approximately 1.5cm)" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No quality issues were identified upon review of batch device history records

Event description:
Event verbatim [preferred term] burn blister (diameter approximately 1.5 cm) [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r44758, expiration date aug2019, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced a burn blister (diameter approximately 1.5 cm) on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister 9 diameter approximately 1.5cm)" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister 9 diameter approximately 1.5cm)" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.